Event description:
Report #1 of 4 received of decreased or lack of suction due to filter shavings clogging the vacuum regulator line. It was reported that during an unspecified surgical procedure, the nurse noted "low or no suction" when an attempt was made to suction blood. A replacement suction set up was used to complete the procedure. The customer reported that upon examination of the suction system, filter shavings were found in the vacuum regulator line. Reportedly, there was no adverse pt effect. Though requested, no additional info was available.